Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hemolysis." No adverse trend was identified. An injection cap (needleless connector) and green curos cap (alcohol impregnated end cap was attached to the hub of the returned catheter. A visual inspection of each valve disc confirmed the discs were slit and centered. There were no manufacturing related defects noted. During the disinfection process, both lumens were flushed without difficulty. A guidewire (0.018") was inserted through both lumens of the returned sample without difficulty, confirming patency. The infusion and aspiration pressures were measured on each pasv valve per angiodynamics procedures and found to be within specification. The following were measured and all found to be within specification: tubing od, lumen height, lumen width, wall thickness, and septum thickness. The customer's reported complaint description could not be confirmed given the nature of the hemolysis failure mode. Angiodynamics' manufacturing process controls in place for this device include inspection of the disc in each pasv valve to determine it is of correct thickness and size, as well as verifying that the disc is properly slit before it is assembled into the valve housing. The disc is then verified to be centered and lying flat. Each pasv valve is 100% infusion and aspiration tested to ensure that the valve will open and close at the required pressures. The dfu (directions for use) that is supplied in the applicable kit provides guidelines for the preferred method for blood sampling. (B)(4).

Manufacturer narrative:
The reported device has been returned to angiodynamics and the investigation is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4))

Event description:
As reported, an in-dwelling valved PICC was removed and replaced because of several hemolyzed blood draws with the pt. The pt's condition was reported as "unaffected."